Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported approximately 1 year post implantation, that the patient has been having complications since the initial procedure. The patient has been tested for metal allergies and inquiring metal composition of all devices. Attempts for additional information have been made and none provided.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown; unknown head unknown ; unknown liner unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02405; 0001822565 - 2023 - 02406; 0001822565 - 2023 - 02412. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.